Event description:
It was reported that a dissection occurred. The target lesion was located in left anterior descending artery. A 3.50 x 48 mm synergy drug-eluting stent (des) was advanced and deployed. However, post deployment, a proximal edge dissection was noted. The dissection was covered with a 2.50 x 16 mm synergy des and the procedure was completed. No further patient complications were reported. It was further reported that the 90% stenosed target lesion was moderately tortuous and moderately calcified.

Event description:
It was reported that a dissection occurred. The target lesion was located in left anterior descending artery. A 3.50 x 48 mm synergy drug-eluting stent (des) was advanced and deployed. However, post deployment, a proximal edge dissection was noted. The dissection was covered with a 2.50 x 16 mm synergy des and the procedure was completed. No further patient complications were reported.